Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The customer alleged that there was moisture in the battery compartment, cartridge compartment, and ir window and behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, there was visible moisture on the display. The display was found to be blank. A leak test failed due to a leak from the pump case. There was moisture corrosion found on the printed circuit board, the motor assembly and ir window. There was no moisture found in the battery or cartridge compartment.